Manufacturer narrative:
Product analysis: at analysis it was determined that the device would immediately shut down as soon as its battery was removed. The generator was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.